Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-00817. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils and a lantern delivery microcatheter (lantern) during the procedure, while advancing a ruby coil through the lantern, the physician experienced resistance and decided to readjust the ruby coil pusher assembly. Upon readjustment, the physician pulled back both the lantern and the other manufacturer's diagnostic catheter, which caused the ruby coil to unintentionally detach within the diagnostic catheter. The ruby coil and the lantern were then removed from the diagnostic catheter and the procedure was completed using another manufacturer's coils and the same diagnostic catheter. There was no report of an adverse effect to the patient.